Manufacturer narrative:
Block g2: user facility reference number: (B)(4). Block h6: imdrf code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the larynx during a direct laryngoscopy procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the larynx during a direct laryngoscopy procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured. No further information has been obtained despite good faith efforts. ***additional information was received on may 30, 2023*** the device was used in the trachea (2cm below the vocal cords/glottis) during a direct laryngoscopy with rigid bronchoscopy and co2 laser resection of subglottic stenosis with balloon dilation. It was reported that the balloon ruptured at 20mm inside the patient but remained as one piece. No extra pieces were found after the physician exam. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a4: weight: 84.9 kg block g2: user facility reference number: mw5116845 block h2: additional information: e1 (initial reporter address 1, initial reporter city) and initial reporter zip/post code) have been updated based on the additional information received on june 21, 2023. Block h6: imdrf code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block a4: weight: 84.9 kg block g2: user facility reference number: mw5116845 block h6: imdrf code a0402 captures the reportable event of balloon burst. Block h2: additional information: blocks a1(patient identifier), a2 (date of birth), a3 (sex), a5 (ethnicity), block a6 (race), e1 (initial reporter title, initial reporter first name, initial reporter last name and initial reporter email), e3 (occupation), h6 (impact codes) and h10 (additional MFR narrative) have been updated based on the additional information received on may 30, 2022.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the larynx during a direct laryngoscopy procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured. No further information has been obtained despite good faith efforts. ***additional information was received on may 30, 2023*** the device was used in the trachea (2cm below the vocal cords/glottis) during a direct laryngoscopy with rigid bronchoscopy and co2 laser resection of subglottic stenosis with balloon dilation. It was reported that the balloon ruptured at 20mm inside the patient but remained as one piece. No extra pieces were found after the physician exam. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.